Event description:
It was reported that the anchor-c self drilling screw 'had a clicking sound while inserting the screw, and the c ring broke'' intra-operatively. Surgery was successfully completed with another screw and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual: the screw was returned for evaluation and a locking ring is fractured as reported. Functional: without the locking ring the device is no longer functional. Material analysis was performed on the similar device with the same failure mode and concluded that the fracture surface exhibited mode consistent with ductile overload. The elemental constituents were consistent to the material specified on the print. No material or manufacturing defects were found. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Anchor c surgical technique indicates: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. No additional information was provided as surgeon is not willing to disclose any information. The cause of the reported event cannot be determined conclusively from the information provided.

Event description:
It was reported that the anchor-c self drilling screw 'had a clicking sound while inserting the screw, and the c ring broke'' intra-operatively. Surgery was successfully completed with another screw and no delay. No adverse consequences or medical intervention were reported.